Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as this event appears to have been serious in nature or potentially life threatening to the patient, and an invisalign product was being used.

Event description:
The patient reported symptoms of swollen throat, difficulty breathing and difficulty swallowing. The patient reported being transported to the ER (via ambulance) and was seen by a cardiologist and a physician to alleviate the reported symptoms. It is unknown if the patient took or was prescribed any medication to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2018 and the patient is currently asymptomatic.

Manufacturer narrative:
This is a follow up report to 2953749-2018-02021 a correction was made to the date the event was received by align technology, inc. The date this event was received was october 30, 2018 and not october 31, 2018.

Event description:
This is a follow up report to 2953749-2018-02021 a correction was made to the date the event was received by align technology, inc. The date this event was received was october 30, 2018 and not october 31, 2018.